Event description:
According to the reporter: when the device was pushed through the shaft, the pouch disengaged. It was impossible to collect the specimen using the device, so an additional incision was made to remove the specimen. Nothing from the device fell into the patient cavity. There was no report of injury to the patient. Procedure: adrenal gland/kidney area.